Event description:
It was reported that this right atrial (ra) lead was suspected to be fracture. X-rays were performed to confirm the fracture, but it was not clear. Th lead had high impedance out of range measurements. Therefore, the lead was capped and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected to be fracture. Therefore, the lead was capped and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.